Manufacturer narrative:
The complaint of silicone sleeve stuck down on item lat-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a connector tego¿ where it was reported that during the connection the device presented a return without complications, but when connecting to the machine there was an increase in venous resistance, the catheter was tested and it was found to be permeable, the silicone of the device was observed to be obstructing the device¿s hole. The connector was changed. The event was noted during the hemodialysis treatment. There was no blood loss or harm to the patient. This report captures 2 occurrences.